Event description:
The user facility reported that towards the end of a therapeutic bronchoscopy, the bending section was observed to be in a retroflex-position at the patient's right upper lobe. The physician was unable to straighten the bending section. However, the physician was reportedly able to remove the bronchoscope from the patient by pulling the bronchoscope. The patient was reported to have sustained minimal bleeding of the nares, but did not require any intervention. The patient was released from the hospital the same day and the patient was reportedly doing fine.

Manufacturer narrative:
The device referred in this report was returned to olympus for investigation. The device was noted to operate appropriately, and the investigation revealed only minor buckles or kinks on the bending section cover while the bending section was angulated. The bending section cover was replaced, and the device has been returned to the facility. Pt anatomy and or user technique cannot be excluded as potentially contributory factors to this report. This report is being submitted as an MDR in an abundance of caution.